Event description:
Healthcare professional reported right side "implant rupture". Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "implant rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint code are: ¿ rupture: observed an opening device assessed as fold flaw opening. As per the investigation procedure, non-penetrating nicks, wear abrasion and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant rupture". This record is for right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported right side "implant rupture". Device has been explanted and replaced.